Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
It was reported the pump flipped and was confirmed by imaging. Per the reporter it was believed the hcp would attempt to manually flip the pump back to the proper position manually but was not certain. Additional information later reported signs and symptoms were not able to locate for pump fill. Fluoroscopy performed 6/9/14 revealed the pump was inverted. Intervention performed on (B)(6) 2014 was manual non-invasive pump flip for pump fill. Etiology was indicated as related to device or therapy and not related to implant procedure. Severity was indicated as moderate. And the outcome was ongoing event. The pump was used to deliver morphine and bupivacaine.

Event description:
Additional information received from a healthcare professional (hcp) reported the patient had no symptoms related to the event. The flipped pump wasn't noted until the patient presented for a pump fill. The pump was manually flipped with the patient sedated. The pump was filled under fluoroscopy.

Event description:
Additional information later received reported device surgical repositioning of the pump was performed on (B)(4) 2014. The outcome was reported as resolved without sequelae (B)(6) 2014. 6